Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump had cracks on the battery compartment as well as cracks and scratches on the display screen. Blood glucose level was 330 mg/dl at the time of the call. No further information was provided.